Event description:
It was reported that the right ventricular (rv) lead had an alert that showed an impedance of zero ohms and loss of sensing and capture. It was found at the lead revision that the lead had an insulation breach from being twisted and manipulated as the patient had ¿twiddled¿ the device. It was noted that the rv lead was actually tied into a knot from the patient ¿twiddling¿. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the inner insulation was k inked/buckled. It was also noted that the distal conductor of the lead was extrinsically over-rotated.